Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Troubleshooting was performed for blank display. The customer's blood glucose was 382mg/dl at the time of the incident. Customer declined troubleshooting for high reading. The customer states the insulin pump was not exposed to fluid/moisture and was not bumped/dropped. The customer also stated that the battery cap and contacts were not damaged. Customer stated that new battery was inserted but display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The device had minor scratches on lcd window and cracked reservoir tube lip.